Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2020 the wave form for the intellivue microstream co2 extension intermittently disappears, no alarm was triggered. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.